Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number: requested, not provided. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved destination slender needed to be removed after a severe spasm. Half of the sheath was removed from the body when the patient's arteries started to spasm and the doctor was not sure if the spasm was in the radial artery or higher up the arm. The doctor had tried to deeply sedate the patient and tried to remove the sheath; however, he could tell that the sheath was beginning to stretch, or elongate, and the sheath had slightly separated from the hub. He tried to insert the dilator back into the sheath, however, it would not advance over the wire, through the hub. He tried nitro paste on the arm, sedate the patient as deeply as possible and wait. After waiting for approximately twenty minutes, he decided to do a brachial cutdown to remove the sheath. The removal had gone smoothly with no issues. The blood loss was less than 250cc's. The patient's condition was stable, and the procedure was successful. Surgical intervention was required; brachial cutdown; approximately 3 cm incision, to remove the sheath.